Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test. No under delivery anomaly or over delivery anomaly noted. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device also passed tone check and vibrate check on self test. No audio/vibrate/absence of alarm anomalies noted during testing. Device was monitored for days. No unexpected insulin pump alarms noted. No basal anomaly or bolus anomaly noted. Device uploaded properly using carelink. Device had minor scratched display window, a small crack on the display window, cracked case at display window corner, cracked battery tube threads, cracked belt clip slot, scratched reservoir tube window, cracked reservoir tube lip and a stained end cap sticker. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump did not seem to deliver insulin properly but no error was display. The customer¿s blood glucose value was unknown at the time of the incident. Customer stated they were hospitalized due to hyperglycemia with ketosis. The insulin pump will not be returned for analysis.